Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> no device was returned. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on (B)(6) 2005 via tha. The reduction was performed due to the dissociation of the cup because the patient fell. However, the during the reduction, the surgeon found that head detached from the stem. Thus, it was reported that the revision surgery was scheduled to be performed on (B)(6) 2018. No further information was provided by the hospital.

Event description:
Loosening of the cup at the bone to implant interface.